Event description:
It was reported that during the implant procedure, the low-voltage pacing lead was implanted and helix deployment was attempted twice. The lead was then removed from the patient and it was noted there was enough tissue in the helix that it effected the helix extending all the way out. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.